Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A ¿replace generator / the generator has reached the end of its service¿ warning message was reported to abbott. The patient had their ipg replaced on (B)(6) 2022. Therapy has been restored and no complications during procedure. No product will be returned due to surgery center policy. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.